Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021 because they were having poor sensing on their right ventricular lead. During the procedure, the helix lead would not retract and so the physician elected not to reset the lead. It was believed that the sensing issues were caused by the patient's cardiac issues and not due to the right ventricular lead. There were no patient consequences.